Manufacturer narrative:
The bacteria filter was returned with the housing in two pieces. The filter could be pulled apart. There were no visible signs of any glue or welding on the two housing parts. The filter housing is both glued and welded and it is validated to take an internal pressure until 30 kpa without breaking. The conclusion is that the filter was not manufactured according to its specification.

Event description:
(B)(4).

Event description:
It was reported that during ventilation, the bacteria filter's lid became separated from the main part of the filter assembly that was connected in the patient circuit. There was no patient harm. Manufacturer reference #: (B)(4).